Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation and the legal manufacturer¿s investigation. The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The unit was not processing the image with 180 scopes due to a printed-circuit board failure. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It may have been caused by a failure of the image output board mounted inside the product. It was also possible that there was an accidental failure.

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility reported the evis exera iii video system center was not processing the image when used with the bf-180 bronchoscopes, but the unit was processing the image with the bf-190 bronchoscopes. The pigtail videoscope cable maj-1430 was working fine. No patient involvement was reported.